Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen went black during follow up session. The screen was resumed visual display after the second cycling of power. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported that the programmer tested out of specification during manufacturer's analysis.